Event description:
Injection site abscess with cellulitis in the abdominal wall [injection site abscess]([cellulitis]). Case description: a pt reported that they were hospitalized with an abdominal wall abscess due to a novo pen 1.5. In 2002, the pt found it hard to depress the push button of their novopen 1.5, so they pressed harder. This caused the needle to go all the way into their skin, like a stab. Pt was able to withdraw the needle, but it caused a wound in the pt's abdomen. Two days later pt discovered that they had fluid with lumps at the injection site. A boil formed the next day, and two days later, pus was coming out of the area. On the next day, the pt was taken to the hosp by ambulance with a fever of 103 f and a very painful abdomen, due to an abdominal wall abscess with cellulitis. Intravenous antibiotic therapy was initiated, but did not work as well as expected. Three days later, incision and drainage was performed and an abdominal wall abscess with cellulitis was diagnosed. Two days later the pt was discharged from the hospital. At home intravenous antibiotics were continued, and the pt was followed by home health nurses who performed their insulin injections and wound care. As of 2002, the wound was four inches deep, six inches in length and three inches wide. The pt reported that their doctor had told them that it would take another three months for the wound to heal. Pt's home health nurses were giving the pt's insulin injection with conventional insulin syringes twice and the blood glucose levels were normal. The pt has not been using their novopen 1.5 device since 4/2002. The pt was diagnosed with diabetes in 1999 and was previously treated with glucophage (metformin hydrocloride). In 2000, pt initiated use of the novopen 1.5 device when insulin therapy was initiated for type 2 diabetes. The device was reported to have worked well without problems and with glycemic control. In 2002, pt started bruising at their injection site. The injection sites were rotated between their thighs and abdomen, with the bruising being worse on the thighs. The pt did not reuse their novofine 30 needles and pinched their skin prior to the injections. Pt lost their left hand at 20 years of age due to a work related accident and stated that the novopen 1.5 device was easier to use with one hand than conventional insulin syringes.